Manufacturer narrative:
The device was returned to olympus for evaluation and during incoming inspection a leakage was found between the right/left and up/down knobs. The distal end insulation test failed. And due to the clogging of the jet tube in the control unit, water could not be supplied. Additional findings were as follows: the adhesive on the bending section cover was worn. The plastic distal end cover had a crack, and due to a chip on the plastic distal end, the insulation resistance value at the distal end did not meet the standard value. Due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value. Screw stopper was replaced for preventive maintenance. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had an error code e217 (scope error). It is unknown when the issue was found. The device was returned for evaluation. During the device evaluation, foreign objects were found in the jet tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Event description:
Additional information obtained revealed a second device was used to finish the procedure. Also, there was no patient death, injury, or contamination and the defect did occur during patient examination.

Manufacturer narrative:
H10: per the customer¿s response, the device was reprocessed prior to being returned to olympus. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the auxiliary water channel could not be identified. However, it¿s likely the cause is related to improper reprocessing due to leakage occurring between the r/l and u/d angulation control knobs. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in cf-ez1500dl/I reprocessing. Olympus will continue to monitor field performance for this device.